Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a percutaneous transluminal angioplasty (pta) procedure with puncture of the femoral artery, the user found the hub of the introducer from a micropuncture transitionless access set to be split. The user did not use the device to finish the procedure. Upon return and initial inspection of the device on (B)(6) 2021, it was found that the device in question was elongated near the hub of the device, as well as near the distal tip. No crack or split in the hub was found. No adverse effects to the patient were reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one micropuncture transitionless access set, mpis-401-nt-u-sst, to cook for investigation. Physical examination of the returned device showed: the outer catheter was stretched just below the hub. No cracks in any hubs were found. Elongation under the hub measured 5mm. Elongation noted 3cm from the distal tip, measured 2mm. There is no evidence from device failure analysis that the complaint was manufactured out of specification. Supplier investigation: the investigation found that the affected component is supplied to cook from an external supplier. The supplier investigation found: a bent tube could contribute to this failure as a bend in the tube would create a stress rise and an inherently weaker section of the tube. The supplier investigation reviewed the product: this product is manufactured by compounding the material for the dilator tube, extruding the dilator tube, insert molding a hub onto the tube and applying a pad print image for the french size. The supplier concluded: the product exhibited elongation prior to fully separating as would be expected. The elongation resulted from a tensile load application greater than the product can withstand. There do not appear to be any indications that the product was not manufactured within specification and within all the validated process parameter ranges. A review of the device history record for the reported lot found no non-conformances related to the reported failure mode. The introducer component lots associated with the reported lot had related non-conformances for ¿surface/defect qty 1" and ¿shaft/damage qty 3¿. Although these non-conformances are relevant to the reported failure mode, all non-conforming product was scrapped, there are 100% inspections to capture this non-conformance. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and there were no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address-phone: (B)(6). Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) procedure with puncture of the femoral artery, the user found the hub of the introducer from a micropuncture transitionless access set to be split. The user did not use the device to finish the procedure. Upon return and initial inspection of the device on (B)(6) 2021, it was found that the device in question was elongated near the hub of the device, as well as near the distal tip. No crack or split in the hub was found. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.